Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed the electronic patient gas system (epgs) to pass calibration and release testing. The device performed as intended.

Manufacturer narrative:
The reported complaint was confirmed. Per data log analysis, on (B)(6) 2019 the gas system was successfully calibrated at 12:22:25. At 19:29:19, the perfusion screen was exited and the system was power cycled. At 19:37:30, a perfusion screen was opened. At 19:38:49, a 'flow motor/mechanical fault' was reported. This causes the gas system to be knob adjust only. This also causes a 'service gas system' alert. The system was power cycled and another "flow motor/mechanical fault" was reported. The system was power cycled again and calibration was attempted. Calibration failed with 'zero flow high before cal' (zero flow = 1.52 liters per minute (l/min). Multiple attempts to calibrate are attempted and all failed with the same error. The system was power cycled and now calibration was successful. The gas system was successfully used in a case on (B)(6) 2019 and (B)(6) 2019. Whatever caused the 'flow motor/mechanical fault' errors and the 'zero flow high before cal' calibration failures no longer exists. The log confirmed the complaint. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) was unable to verify the reported complaint. He replaced the electronic patient gas system (epgs). The unit operated to the manufacturer's specifications.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. Per the perfusionist, calibration was attempted twice. The unit was reset a few times, and then after that the issue was resolved, but they cancelled the surgery as a precaution.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the electronic patient gas system (epgs) would not calibrate. The surgical procedure was cancelled. There was no blood loss, nor adverse consequences to the patient.